Event description:
The balloon had been in place for 10 days in a pt with a large interior mi. During balloon removal, resistance was encountered and when the catheter was removed, the balloon membrane remained (balloon was entrapped). Pt had surgery for extraction of balloon and femoral artery repair. The balloon was sent to pathology for exam. A large dark mass was found inside the balloon. The pt did expire but hosp personnel feel it is unrelated to the incident.